Manufacturer narrative:
Following the reported event, the customer initially determined that the issue was isolated to the glidescope core 2m quickconnect cable used with the glidescope core 15-inch fhd monitor. A replacement cable was provided to the customer and the customer's cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned cable but was unable to confirm the reported image issues. When connected to verathon's known, good, test equipment, no colored lines were observed with a test blade, baton or bronchoscope. The cable was connected into both a and b ports of the test monitor from both ends of the cable and still no image issues were observed. The customer's glidescope core 2m quickconnect cable passed verathon's device functionality testing. The customer's glidescope core 15-inch fhd monitor was not returned to verathon for evaluation. Verathon is conducting a voluntary correction for a limited number glidescope core 15 and core 15 fhd monitors. Verathon has received 12 complaints from customers about a loss of image when using a core 15 or core 15 fhd monitor in conjunction with unique combinations of the glidescope core 2m quickconnect cable (0600-0843) and spectrum qc single-use video laryngoscopes. No injuries have been reported. Verathon has implemented a correction in the form of a software update (core 15: v1.10 and core 15 fhd: v1.8) to prevent a loss of image. Verathon's investigation confirmed that with these unique combinations that a video signal delay issue can contribute to a degradation in image quality, a loss of image, or the airway cannot be visualized. This may lead to a delay in the procedure until a replacement or alternative device is obtained, which may cause serious injury. The customer's glidescope core 15-inch fhd monitor has received the aformentioned software update. No further investigation is required at this time. Verathon will continue to monitor for ongoing trends.

Event description:
A customer reported that during a patient procedure, using a glidescope core 15-inch fhd monitor, the picture was displaying green, purple, red, and blue lines on the a side of the monitor with a glidescope spectrum single-use qc hyperangle s3 laryngoscope attached. It was reported that this was a difficult case in which they needed to use both a and b sides of the monitor but side a continued to experience the issue. No delay in the procedure, use of a backup device, or harm to the patient was reported.